Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium- large applier clip applier instrument was analyzed and found the instrument passed the energy recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument moved intuitively and passed clipping tests. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.